Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), thin and restricted posterior leaflet for a mitraclip procedure. During the procedure, adequate leaflet grasp could not be achieved due to the patient¿s anatomy, specifically a thin and restricted posterior leaflet. The posterior leaflet slipped out of the clip, and the mitraclip became entangled in the chordae. Troubleshooting was attempted but was unsuccessful. Consequently, the clip remained implanted within the chordae, and mr remained unchanged post-procedure. The patient was referred for surgical intervention. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation the reported positioning failure of inability to capture the leaflets appears to be related to patient morphology/pathology and the entrapment of device (entangled with chordae) appears to be a cascading effect of the inability to capture. The reported patient effects of unchanged mr and foreign body in patient appear to be due to the clip being stuck and deployed on the chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: medical device problem code: 1158.